Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 260 to 300 mg/dl at the time of incident. Troubleshooting found that the display screen is scratched and cracked and the pump is not able to turn on. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated that they have an additional pump and will use that as their back up plan. Customer declined to replace the product. No further details given.